Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016 the patient presented to the emergency room experiencing chest pain, the patient was noted to be in atrial fibrillation and hypotensive and had a urinary tract infection. The patient was in respiratory distress and was admitted to the ICU. On (B)(6) 2016 the patient underwent a system implant hand a av node ablation was done. The patient's condition continued to deteriorate due to worsening of urinary tract infection. The patient was diagnosed with hospital acquired pneumonia and also developed colonic ileus and dysphasia. On (B)(6) 2016 a peg tube was placed but the patient developed hyponatremia along with respiratory distress. The patients family decided a dnr/dni for the patient and on (B)(6) 2016 the patient was transferred to hospice care. On (B)(6) 2016 the patient deceased; the cause of death was ischemic cardiomyopathy. The physician did not believe the patients death was device related. No additional information was reported.